Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic, where it was discovered that the right ventricular lead was unable to capture at the highest output. The lead was explanted and replaced, and the patient was asymptomatic in stable condition.